Manufacturer narrative:
H6: investigation summary: photo received by our quality team for investigation. Through visual evaluation, two needles are observed, one with a green hub and the other with gray hub. It is possible to observed the mixed product. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Thirty two retained samples were evaluated, no defects or issues observed. During the analysis of the manufacturing period, it was possible to observe that the production of the claimed batch started after the production of the precision glide 0.70x25 ns needle, therefore the possible root cause with mixture is related to the batch change cleaning. Review and cleaning of protector feeder brushes and installations of material fall protection and barriers will be implemented.

Event description:
It was reported that there was a mix of product with bd precisionglide¿ needle inside on package. The following information was provided by the initial reporter, translated from spanish to english: it was identified one needle with the same batch, but different color, inside one blister.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was a mix of product with bd precisionglide¿ needle inside on package. The following information was provided by the initial reporter, translated from spanish to english: it was identified one needle with the same batch, but different color, inside one blister.